Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer said she was "delayed in taking her insulin and as a result, she felt shaky, not feeling good and nervous. She reported eating to treat her symptoms. There was no report of death, third-party medical intervention or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.